Event description:
During insertion of the intraocular chamber lens it was noted that the previous examined and intact cartridge exhibited undue amount of resistance and eventually began to split with radial splinter cracks around its distal tip. The plastic tip flared open allowing the lens to partially unfold in the wound itself and eventually inject into the capsular bag. The remainder of the case was normal, except that the main wound was stretched and difficult to render watertight.